Event description:
During left ls laminectomy and complete left l5-s1 facetectomy for decompression of spinal stenosis at l5-s1, the alphatech lumbar cage implant and the alphatech implant removal instrument broke. Procedure was completed successfully and no patient harm was done.